Event description:
A pt capillary sample was tested, using the suspect device, with a result of 89 mg/dl. "Within mins," an additional capillary sample, obtained from the same pt, measured 349 mg/dl, on different blood glucose monitor. Reporter indicated that a lab test (venous sample) was sent to the facility's lab - 90 mins later, with a result of 403 mg/dl. According to reporter, pt was not treated based on the value obtained on the suspect device. Qc testing was reportedly performed on the system and the results fell within the acceptable range.